Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a perforation occurred with subsequent pericardial effusion with tamponade. The patient underwent a left atrial appendage (laa) closure procedure. A watchman access system (was) was used with a 27mm watchman laa closure device & delivery system. The closure device was deployed, but landed too proximal. The closure device was recaptured and removed. Another was positioned and a 30mm watchman laa closure device was deployed and released successfully. No pericardial effusion was noted post implant. Approximately 1 to 2 hours post procedure, the patient was in the recovery area and experienced sudden hypertension. Transthoracic echocardiogram was performed and a significant pericardial effusion with tamponade was observed. The patient was brought back to the lab and a pericardial drain was placed. The tamponade resolved with removal of approximately 1000ml of blood. However, there was still some bleeding in the pericardial space. The patient was transferred to surgery and a cardiac thoracic surgeon performed a sternotomy. The sternotomy revealed a small laceration on the anterior/proximal portion of the appendage with an exposed strut protruding; the laceration was repaired with a single suture. The 30mm watchman laa closure device remains implanted. No further patient complications were reported. The patient was discharged home in stable condition and has since been seen in follow up.